Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor was distorted and had blood/body fluid (not obstructed). The inner insulation was kinked/buckled. The outer insulation had a breached cut, white substance, and cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis revealed apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported during a procedure to extract the ventricular lead, the atrial lead was dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.